Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device tore at the eyelids. The event occurred while in use with patient at the hospital. The operator of the device was a health professional. The patient's trach was changed. There was patient involvement, but no patient injury reported.

Manufacturer narrative:
One used silicone tracheostomy tube was received for analysis of complaint that device tore at the eyelets. As received, the left eyelet hole was observed to be partially torn through. The deformation of the tear was observed to be uneven. No other damages or anomalies were observed. The complaint of breakage can be confirmed. The probable cause is unknown. A lot history review could not be conducted because no lot number(s) was/were identified.